Manufacturer narrative:
Lot number: 0024272163 or 0024056202. Device evaluated by MFR.: the complaint device was not returned for analysis. Imaging of the device during the procedure was provided and reviewed. It was confirmed that the length of the second stent placed was shorter than expected during the media review.

Event description:
It was reported that stent shortening occurred. Vascular access was obtained via ipsilateral antegrade approach in the left groin. The target lesion was located in the 24cm left superficial femoral artery (sfa). Two 7x120,130cm eluvia drug-eluting vascular stent systems were selected for use. The first stent was implanted into the distal side and was 11cm in length post implant. The second stent was implanted into the proximal side by covering about 1 cm on the first stent. The second stent was measured as 10cm on the scale before deployment and it became 8 cm long on the scale when the expansion was completed, although it was slowly deployed. The physician pulled to deploy the stent. A drug coated balloon was used. A different device was used to cover the lesion. There were no patient complications reported.

Manufacturer narrative:
Lot number: 0024272163 or 0024056202.

Event description:
It was reported that stent shortening occurred. Vascular access was obtained via ipsilateral antegrade approach in the left groin. The target lesion was located in the 24cm left superficial femoral artery (sfa). Two 7x120,130cm eluvia drug-eluting vascular stent systems were selected for use. The first stent was implanted into the distal side and was 11cm in length post implant. The second stent was implanted into the proximal side by covering about 1 cm on the first stent. The second stent was measured as 10cm on the scale before deployment and it became 8 cm long on the scale when the expansion was completed, although it was slowly deployed. The physician pulled to deploy the stent. A drug coated balloon was used. A different device was used to cover the lesion. There were no patient complications reported.